Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this inner catheter was inserted into the coronary vein during a procedure to implant a left ventricular (lv) lead. Upon advancing the catheter and selecting a target branch a perforation occurred resulting in hypotension and pericardial effusion. Pericardial drainage was performed which returned the patient's blood pressure to normal levels and the procedure was continued ending in successful implant of a lv lead. It was later noted that the guidewire had become stuck in a narrow vessel and it was suspected that the perforation was the result of the catheter advancing along that wire. No additional adverse patient effects were reported.